Event description:
It was reported via repair work order that blood had ingressed between the bed frame and the box that contains the cpu and batteries. No device malfunction was found. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.